Event description:
It was reported to manufacturer, by douglas medical; for a (B)(4), per care provider, the bed was making a noise when raising, so she called douglas medical to repair. The adult foster care provider got under the bed to see what was making the noise when the end of the bed dropped down on her hand, her middle finger got broken. "This adult care provider stated she should have known better that to get under the bed when hearing a noise". (B)(4) to get bed back for evaluation.